Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device failed the audio test during the call. The customer also reported a low blood glucose level of 52 mg/dl on (B)(6) 2019. Troubleshooting was declined for the low blood glucose level and the customer treated with 6 glucose tablets. It is unknown whether auto mode was in use at the time of the incident. The customer's blood glucose level was 225 mg/dl at the time of the call. The customer was advise to adjust the audio volume to 5, press save, and listen for the beep. Customer reports they did not hear beeps when audio volume settings were saved. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with broken belt clip rails. (B)(4).